Event description:
Reportedly, a mesh erosion occurred. The surgeon rated the severity as moderate (2: enough discomfort to cause interference with usual activity). The relation to device/procedure was rated as a definite relation to device - 3. Administration of medication was done along with removal of 3cm of tape. No further srugery procedure was done.